Event description:
A patient with known allergies to many substances developed blisters after placement of five temporary restoratins using integrity. A customer solution was created to reduce the inflammation and blistering, though no other intervention was administered.